Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's cannula was badly kinked. Reportedly, she had high blood glucose level of 20 mmol/l and had diabetic ketoacidosis. She also had difficulty in breathing. Subsequently, she was admitted to the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.